Manufacturer narrative:
The led was returned with no reported event. As received, a complete lead was returned in one piece. The tines were intact. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies with the exception of procedural damage. Further information was requested but not received.

Event description:
It was reported that the right atrial lead was explanted for an unknown indication. Further information was requested but not received.